Event description:
It was reported to philips that during an MRI scan the mirror used for viewing the tv screen fell and injured the patient eyes. The patient had to be referred to the emergency department for an ophthalmological examination. The patient was able to leave the department with medical treatment, without surgery that day. Details regarding the medical treatment received are unknown at this time, however this has been classified as a serious injury. Based on the available information, this issue has been determined to be a reportable event. Philips has started an investigation of this complaint.